Event description:
Patient undergoing craniotomy for av malformations. Radiolucent head-holder failed intraoperatively.

Event description:
Add'l info received from MFR 5/20/03: elekta instruments, inc is not the MFR of this product but was formerly a distributor. Elekta instruments, inc. Has not distributed this product since 1998.